Event description:
It was reported that customer was hospitalized due to low blood glucose. It was found that customer's insulin pump had a button error alarm which may have contributed to low blood glucose. Nurse did not give hospitalization information. Customer will call back when able. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.